Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention was undertaken wherein ipg as explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated d6a - date of implant is unknown.

Manufacturer narrative:
The reported event for explant due to patient not recharging the ipg battery was confirmed. As received, the ipg was inoperable due to a depleted battery and patient forgot to charge. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. There is sufficient information in the IFU regarding proper maintenance of the ipg battery.